Event description:
Patiewnt received bilateral silicone gel breast implants in 1986 at st. Josephs hospital in ft. Worth texas. In 1992, the left implant was exchanged. She went to physician several weeks prior to 6/24/92 with complaints of pain. On exam, the patient was found to have contractures and the implants were believed to be ruptured. On 6/24/92, patient was admitted fro removal of bilateral implants which were found to be ruptured. Patient found to have free silicone in chest wall. Silicone implants were removed and saline implants were placeddevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: other. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. The device was destroyed/disposed of.